Manufacturer narrative:
(B)(4).

Event description:
New information received stated the event occurred before surgery. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message, switched off on its own, and would not boot back up. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). However, the company representative could not resolve the issue without replacing the laser core module. The customer decided not to replace the laser module, but the laser uninstalled to resolve the issue. (The system is designed around the table top and operates as a stand alone unit. The laser module is an optional addition that is controlled by the table top. The system can be configured to function without the laser module once uninstalled.) The system was tested without the laser module and was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 20, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).